Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having scaring around her patella tendon. The scaring limited motion of her knee. The surgeon decided to exchange the insert at the time of surgery.